Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the alleged battery issue could not be verified.

Event description:
It was reported that an unspecified malfunction alarm occurred. Subsequently, the pump battery was unresponsive. Customer's blood glucose level was 436 mg/dl. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.